Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Upon inspection and testing, it was observed that the probe was broken at 15 mm from its distal end. Scratches were observed on the probe. The broken piece was not returned. Upon confirmation of the broken surface of the probe, it was discovered that cracks were progressing from the scratched area. No scratches or contact marks on the non-insulated area of the grasping section were observed. The exact cause of the event cannot be exclusively identified. However based on the investigations, the broken probe possibly occurred as follows: during the output activation in seal & cut mode, the probe was contacting hard tissue, metal objects or surgical instruments. Scratches were generated on the probe. A force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. Also, error code u504 was detected. A force was applied to the probe causing it to break. The instructions for use includes the following statements that warn against the issue: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
As reported for this event by the customer, during a therapeutic total laparoscopic hysterectomy after using the thunderbeat device for approximately an hour and 30 minutes, an u504 probe damage error message was received. Upon checking, it was noted that the device probe was broken and barely attached to the device. Procedure was completed with a harmonic third-party device without any delay. The patient did not need additional anesthesia. There is no harm or adverse impact to the patient. Functionality being used at the time of the event is seal and cut. The intelligent tissue monitoring (itm) setting was on during the procedure. The device was inspected prior to use with no anomaly noted. The connections to the generator were checked. The transducer cords and other medical device cords were not bundled together. Prior to procedure a medical office briefing session held, including an individual briefing with the surgeon. Having previously experienced issues with the device probe during procedures, the customer is concerned about reliability of the device ad about using the device in future procedure.